Event description:
The customer reported observing multiple negatively biased quality control results and calibration failures on the eci analyzer for multiple assays. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.